Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 600 mg/dl. Suspected cause was due to customer not performing the air removal step and not accurately completing the load sequence. A supply change was performed to treat elevated bg. Customer declined to further troubleshoot with tandem technical support.